Event description:
It was reported by the customer the doctor was performing a breast biopsy and noticed the green cable was fraying near the shroud. The doctor managed to continue and complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the pcb board to be calibrated and the cocking lever replaced. The device was functionally tested, met all product requirements and returned to the customer. Pcb board calibrated.